Event description:
Abacterial arthritis (reddening of the knee, overheating of the knee, marked swelling of knee). Info was recieved in 2004 from a physician in regarding a pt (initials unknown), which a medical history of knee joint intra-articular cartilage injury, stage 3-4, who an experienced abacterial arthritis of the knee. The pt began synvisc injections into the knee on unknown dates. After the 5th injection the pt experienced reddening, overheating, and marked swelling of the joint involved similar to that occurring in arthritis. The physician's initial, suspicion, that the above symptoms could be due to bacterial micro-organisms had not been confirmed. There was without exception, abacterial arthritis of the affected knee joint, which subsequently healed without any consequences. The pt was treated as a hosp emergency and underwent a synovectomy. At the time of this report the pt recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.